Manufacturer narrative:
(B)(4).

Event description:
It was reported the spider 2 tenet 7615 positioning system arm went limp during a procedure. There was no report of patient injury associated with this event. No information is available regarding the outcome of the procedure or procedure delay. No report of what, if anything, was used to continue the procedure.

Manufacturer narrative:
Device investigation narrative - one customer spider2 limb positioner was received on may 19, 2016 and verified to be serial number (B)(4). It was noted that the unit was returned with all accessories (foot switch, battery charger, battery). The complaint reported that the unit became non-functional during a surgery and became unable to pressurize properly. The alleged complaint that the spider2 unit was not holding pressure was confirmed upon functional testing when the spider2 unit could not turn on; however, the led indicator was illuminated upon attempts to pressurize the unit. This is indicative of a blown fuse on the control board of the spider2. Upon replacement of the fuse, the spider2 was able to pressurize properly under normal operating conditions. Overall, the results of the investigation have concluded an electrical failure associated with a blown fuse on the control board. The unit will be submitted to service for review. No further investigation is warranted at this time. (B)(4).